Event description:
It was reported that the tip of the swg was found slightly bent during the procedure. As the swg could not be inserted through the dilator , another kit was used to complete the procedure. The dilator was found to be narrower than usual. No injury to the patient occurred.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and two dilators for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. Visual examination revealed one dilator's proximal hub shows the blue extrusion (dilator a) while the other does not (dilator b). There was a bend towards the distal end of the guide wire. Both welds were present and were observed to be full and spherical. There were no signs of defects or anomalies on the dilators. The bend in the guide wire measured approximately 36cm from the distal tip. The overall length of the guide wire measured 602mm which is within the specification of 596mm - 604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.793mm which is within the specification of 0.788mm - 0.826mm per guide wire product drawing. The length of dilator a measured 3 3/4" from the distal end of the hub to the distal tip of the dilator. This was within specifications 3 3/16" - 3 15/16" as per the dilator product drawing. The length of dilator b measured 3 13/16" from the distal end of the hub to the distal tip of the dilator. This was also within specifications 3 3/16" - 3 15/16" as per the dilator product drawing. The inner diameter of dilator a's distal tip measured 0.034" which was within specifications 0.033" - 0.035" as per the dilator product drawing. The inner diameter of dilator b's distal tip measured 0.034" which was also within specifications 0.033" - 0.035" as per the dilator product drawing. The inner diameter of dilator a at the proximal end measured 0.059" which was within specifications 0.057" - 0.061" as per the dilator extrusion product drawing. The inner diameter of dilator b at the proximal end measured 0.059" which was also within specifications 0.057" - 0.061" as per the dilator extrusion product drawing. The outer diameter of dilator a measured 2.717mm which was within specifications 2.67mm - 2.72mm as per the dilator extrusion product drawing. The outer diameter of dilator b measured 2.719mm which was within specifications 2.67mm - 2.72mm as per the dilator extrusion product drawing. The returned swg was advanced through both dilators to determine which dilator the customer encountered resistance, but the swg was able to pass through both dilators with little to no difficulty. Therefore, dilator a will continue to be investigated as the one the customer met resistance with before changing to dilator b. Functional testing was performed per IFU statement, "if using standard arrow advancer, raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire (refer to figure 3a). Continue until guidewire reaches desired depth. Use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The guide wire passed through the dilator with little to no resistance. A manual tug test was performed and confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit (s-15703-111b rev. 02) warns the user , "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report that the guide wire kinked/bent during use was confirmed through examination of the returned sample. The guide wire was bent approximately 36cm from the distal tip. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Both returned dilators met all relevant dimensional and functional requirements. Neither had resistance with the returned guide wire. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the tip of the swg was found slightly bent during the procedure. As the swg could not be inserted through the dilator , another kit was used to complete the procedure. The dilator was found to be narrower than usual. No injury to the patient occurred.